Event description:
It was reported the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site arm, causing the cannula to dislodge. Additionally, the patient also reported the cannula being bent. As treatment a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged or bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.